Manufacturer narrative:
The field service engineer (fse) replaced and adjusted the gear pump head and replaced and adjusted reagent probes and sample probes. During mechanical checks, dripping was observed from a rinse head nozzle. The fse found the vacuum tubing was split and replaced it. The fse observed that the tubings for two of the detergent bottles were kinked and removed the kinks. The customer replaced the tubings as a precaution. The customer had no further issues following the service visit. The investigation determined the root cause of the event was a maintenance issue.

Manufacturer narrative:
The customer last replaced the cuvettes on (B)(6) 2022. On (B)(6) 2023 it was noted that there was some white sediment in and around "some" cuvettes. On one of the rinse units, there was "some" white sediment on one of the probes. Qc was acceptable on (B)(6) 2023. Calibration was acceptable. Precision results were acceptable. No preanalytic issues were identified. The gear pump head was replaced in (B)(6) 2018. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for ureal urea/bun (ureal) on a cobas 8000 c 702 module. Discrepant results were provided for 1 patient sample. The initial result was 0.7 mmol/l. The repeat result was 8.6 mmol/l. It is not known if the questionable results were reported outside of the laboratory. The ureal reagent lot number was 663669. The expiration date was not provided.